Manufacturer narrative:
This report is filed january 21st, 2015.

Manufacturer narrative:
(B)(4). Device not returned to manufacturer.

Event description:
Per the clinic, the device was explanted due to lack of neural response telemetry.